Event description:
(B)(6) 2021: customer contacted ts to report 15 no call - int ctl results while testing on the verigene bc-gn assay. There was a device malfunction, once additional information becomes available the information will be provided.